Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ infusion adapter c100j leaked. No serious injury or medical intervention.

Event description:
It was reported that bd phaseal infusion adapter c100j leaked. No serious injury or medical intervention.

Manufacturer narrative:
DHR: n/a - no lot number available. Quantity of customer samples: 1. According to the report received, no leak was confirmed. The sample was evaluated by (B)(6). According to the report: no leakage found between c100 and spike needle when the infusion bag was pressurized. No leakage found between c100 and spike needle when saline was infused from IV bag. No leakage when the infusion adapter was reconnected. Visual inspections of spike needle and infusion adapter shows no defects. Inspections in manufacturing area: all components of connector c100, except the membrane, are molded in nolato supplier. After molding, the components are assembled in (B)(6). During assembly process, the operator performs visual inspection of the membrane, spike port, housing and cap to verify that product is free of damages (procedure ph-304, ph-081). The operator takes 24 samples for each 1.000 units and verified the welding of the membrane, correct assembly and quality of the components. During the packaging process of phaseal product, visual inspection of the product is performed by the operator according to ph-009 and ph-307. Eight samples are taken for visual inspections (2 strips) to verify the quality of the blisters. On the other hand, 100% visual inspection is performed for all phaseal product by the operator before place the product in the unit case. During the load of product in the unit cases, the operator checks the correct quality of the product (free of damages, f.m). In case of faulty product, it is sent to scrap. In case of packaging defects, samples are picked up and packaged again. No leak was confirmed.